Event description:
It was reported during an atrial fibrillation ablation procedure, after successful ablation of the left pulmonary veins, the temperature of the catheter was higher than usual (above 43 degrees). The catheter was removed from the pt and flushed outside the pt's body. While flushing it was noted that the handle was leaky. The catheter was replaced and the procedure was completed successfully.

Manufacturer narrative:
Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed there was no issue related to complaint during manufacturing process. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: 09/01/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010. The following dates are estimated. Only the month/year is known: expiration date.